Event description:
It was reported that this was venous closure of the common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to a watchman interventional procedure. The first prostyle device was deployed and pre-placed as intended. Reportedly, during use of the second prostyle, the plunger would not retract after it was depressed/plunged. The physician then fully retracted the footplate and retracted the device. Resistance was noted retracting the device from the anatomy. No resistance was noted lowering the lever, and the lever was returned to the original position before removed the device. The suture of one new (3rd) prostyle devices was successfully pre-placed. The sheath was upsized to a 12f and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The retraction problem and difficult to remove could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible a snag of the posterior needle or link occurred, or the suture captured or entangled with the suture of the first device; or there was interaction with tissue, or a manufacturing issue prevented the posterior tip from ejecting causing the observed bend in the posterior needle shank. However, there was a difficult to remove the device from the anatomy which supports a capture of the prior implanted suture of the first device. Additionally, there was a noted separation of the link on the returned device that could have be caused by a captured or entanglement with suture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.